Event description:
Complainant alleged that while treating a patient (age unknown) for chronic renal failure, the device did not advise shock for what clinicians believed was a shockable rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.